Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests; it failed sleep current measurement test. The device would also sound off an unexpected pump error 25 alarm from time to time. After further examination of the device interior, electrical board shows signs of previous moisture presence. Corrosion, and even mold around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing.